Manufacturer narrative:
D9 product available to stryker /returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. Product analysis found only the sdw (stent delivery wire) and introducer sheath were returned. The subject stent had been implanted in the patient. A slight ripple of kinks/bends were noted from the distal end of the sdw to the petal. The coil was stretched between the dpa/petal glue fillet and the epoxy on the proximal side of the dpa/petal which indicates the device encountered a force during use. As the subject stent device had been implanted in the patient, therefore, the reported complaint was not confirmed based on analysis. The subject device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the subject device. The reported event is covered in the device directions for use (dfu). Also, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the subject device, and the subject device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Other devices used in the procedure in conjunction with the subject device were likai 6f long sheath tonbridge 5f middle catheter ,synchro2 guidewire, xt27. Access was through femoral. The size of the subject stent was appropriate for treatment. There was no resistance encountered during navigation of the subject stent device to the target lesion. The subject stent was implanted and was fully opposed to the vessel wall. There was no adverse consequence to the patient due to the surgical delay. The reason of surgical delay was implanted another stent as medical intervention. The physician does not allege any malfunction against the xt-27 microcatheter. The xt-27 microcatheter device performed as intended. Product analysis found only the sdw and introducer sheath were returned. The subject stent had been implanted in the patient. A slight ripple of kinks/bends were noted from the distal end of the sdw to the petal. The coil was stretched between the dpa/petal glue fillet and the epoxy on the proximal side of the dpa/petal which indicates the device encountered a force during use. The as reported ¿stent failed/unable to open¿ could not be confirmed during analysis as the subject stent was not returned as the subject stent was implanted in the patient. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent failed/unable to open¿. An assignable cause of procedural factors will be assigned to the as analyzed 'sdw - kinked/bent¿ and 'sdw deformed' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the patient had a fusiform aneurysm at the v4 segment of the right va (vertebral artery). The physician treated it with a stent. After establishing access, the physician deployed the first stent. Due to the long length of the lesion, a second subject stent was used for bridging. After delivering the subject stent into position and deploying it, as angiography was performed, which revealed that the subject stent had shortened to the proximal part of the vertebral artery and failed to cover the lesion. Subsequently, the physician used a lattice stent for bridging as medical intervention which resulted in 120 minutes surgical delay. The procedure was completed successfully and there were no reported clinical consequences to the patient.

Event description:
It was reported that the patient had a fusiform aneurysm at the v4 segment of the right va (vertebral artery). The physician treated it with a stent. After establishing access, the physician deployed the first stent. Due to the long length of the lesion, a second subject stent was used for bridging. After delivering the subject stent into position and deploying it, as angiography was performed, which revealed that the subject stent had shortened to the proximal part of the vertebral artery and failed to cover the lesion. Subsequently, the physician used a lattice stent for bridging as medical intervention which resulted in 120 minutes surgical delay. The procedure was completed successfully and there were no reported clinical consequences to the patient.